Event description:
Customer reported the system displayed a communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the 5 volt power supply connectors and adjusted the 5 volt power supply. System operates as intended.